Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an innova stent delivery system (sds) with stent, non-bsc introducer sheath, and non-bsc guidewire. The innova device and portion of the stent was received inside the introducer sheath. The innova was protruding 106.5cm from the hub of the introducer sheath. There was blood on the handle and contrast and blood on the stent of the complaint device. The shaft was buckled 69cm ¿ 69.5cm from the nose cone. There were numerous kinks throughout the sds. The stent was received fractured in two pieces with damage. The proximal portion of the stent was bunched and stuck in the hub of the introducer sheath. Approximately 4cm of the distal portion of the stent was detached and in the deployed state. The proximal end of the rack was broken and not returned for analysis. The handle was opened during analysis to inspect the handle components. There was no damage or irregularities to the handle or the components inside the handle, also all the components were accounted for inside the handle. An attempt was made to remove the introducer sheath from the innova device/stent; however, the devices were unable to be separated. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent deployment issues occurred. The target lesion was located in the right superficial femoral artery. A 6fr long non-bsc introducer sheath was put in place for a crossover approach. After a non-bsc guidewire was advanced to cross the lesion, a 6x200x130 innova¿ stent was advanced to treat the target lesion. The physician successfully deployed 20mm of the stent using the thumbwheel until it blocked. The physician then decided to use the pull grip to continue the deployment, but the stent did not deploy. Subsequently, the physician withdraws the stent delivery system; however, the stent began to deploy in the introducer sheath. While attempting to retrieve the whole system which included the stent delivery system, the long introducer, and the guidewire, a part of the stent broke but was not retained inside the patient. The physician replaced the devices and completed the procedure. No patient complications were reported and the patient's status was very well. This product is only ous approved but is similar to an approved us device.

Event description:
It was reported that stent deployment issues occurred. The target lesion was located in the right superficial femoral artery. A 6fr long non-bsc introducer sheath was put in place for a crossover approach. After a non-bsc guidewire was advanced to cross the lesion, a 6x200x130 innova¿ stent was advanced to treat the target lesion. The physician successfully deployed 20mm of the stent using the thumbwheel until it blocked. The physician then decided to use the pull grip to continue the deployment, but the stent did not deploy. Subsequently, the physician withdraws the stent delivery system; however the stent began to deploy in the introducer sheath. While attempting to retrieve the whole system which included the stent delivery system, the long introducer, and the guidewire, a part of the stent broke but was not retained inside the patient. The physician replaced the devices and completed the procedure. No patient complications were reported and the patient's status was very well. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4).